Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and no anomalies were found. The mechanical operation of the catheter shaft was bent and noted to be damaged during use.

Event description:
It was reported that during implant, the physician placed an angioplasty wire in the coronary sinus, selecting a lateral branch. The inner catheter was placed in a stable position, however backloading the wire resulted in the wire coursing through a false lumen in which the lead was unable to fit. The physician removed the inner catheter with the result of losing positioning, which in turn required the physician to recannulate the coronary sinus. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.